Event description:
"A pt was caught on fire at a parking meter next to a parking lot (using system)." It was initially reported that the pt received second and third degree burns on her back and arms. The fire marshall's report stated that "the pt had gotten out of her car and was walking to the parking meter. She was going to put some coins in the parking meter when all of a sudden her blouse and the oxygen tank unit that she was wearing just burst into flames." The fire marshall also stated "that they used a dry podwer fire extinguisher to extinguish the burnt clothing that had taken off and the oxygen tank she was wearing." Preliminary investigation by the fire marshall and the crime lab revealed the device was functional at the time of the investigation. The cause of the event has not been determined. The system is being held pending litigation and is currently unavailable for investigation. Upon completing the litigation the unit will be released to the MFR or distributor for further evaluation and investigation.